Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a generator replacement procedure, there was visible damage to the atrial lead with insulation wear and subclavian crush, low pacing impedance and not capturing appropriately. The atrial lead was explanted. No patient complications have been reported as a result of this event.